Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a stylet protruding from a catheter is confirmed and was determined to be use related. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a stiffening stylet protruding from the distal end of a groshong catheter, possibly through the valve of the catheter. It could not be determined if the weld tip of the stylet was present due to the quality of the returned photograph. An attachable suture wing and dressing material were observed on the catheter, and at least the distal piece of the groshong nxt two-piece connector could be seen attached to the catheter tubing, suggesting the catheter may have been assembled with the stylet within the catheter tubing. This was confirmed via the reported event which indicated the catheter was implanted with the stylet remaining inside the catheter tubing, which is against the product instructions for use. Therefore, the most-likely cause of the stylet protruding from the catheter is improper procedure during placement of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on the morning of (B)(6) doctor called and said there was a wire protruding from near the tip of the catheter. The catheter was implanted with the stylet remained inside the catheter (it is unknown how long). The physician noticed it when removing the catheter from the body. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.